Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor sprint stent. The device was prepped and inspected as per IFU prior to use. The target lesion was in the distal rca. Lesion was pre-dilated. Multiple attempts were made to deliver the device using a buddy wire technique however the attempts were unsuccessful. Resistance was encountered during delivery of the device but excessive force was not required. The stent got stuck in the middle of the rca where the stenosis rate was less than 50%. After removal the middle of the stent was noted to be deformed. It was decided not to implant this stent. The stent was not used again and a non-medtronic stent was implanted. No patient injury reported.